Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm was reading continuously low and based on this the patient self-treated with 8 glucose tabs. The patient was feeling was shaky, jittery and had terrible headache. At that point the cgm reading was still low. The patient changed the sensor and went to the hospital, there they performed EKG, CT scan, x-ray, cbc and urinalysis and treated the patient with IV drip and insulin via pen. They took a bg reading which was 600 mg/dl and the cgm reading was low. The patient was discharged the next day (less then 24 hours) and the bg was stable. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.